Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419688 lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient received multiple shocks that appeared to be related to ventricular channel oversensing. The right ventricular lead sensing was noted to be low and the threshold was noted to be high. The tachy therapies were disabled, the pacing rate was programmed to aair mode, and the right ventricular lead remains in use. It was also noted that the left ventricular lead was unable to measure threshold nor maintain the left ventricular capture management safety margin. The left ventricular lead remains in use. No further patient complications have been reported as a result of this event.